Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to foreign material attached to the scope due to insufficient cleaning, additional findings are as follows: bending section cover glues were worn out; light guide lenses were damaged; bending angulations were out of standard value; universal cord was buckled; plug unit was scratched; and the objective lens was scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had the auxiliary channel clogged. There was no patient harm associated with the event. The device was returned and evaluated, and it was found there was foreign material attached to the scope. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling device in accordance with the following instructions for use: inspection of the auxiliary water feeding function. Olympus will continue to monitor field performance for this device.